Event description:
It was reported a black screen when interrogating a pacemaker. An investigation is required.

Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported a black screen when interrogating a pacemaker. An investigation is required.